Event description:
It was reported that the pump shut off unexpectedly. There was no reported impact to the customer's blood glucose level. The customer confirmed that the pump turned back on and continued to use the pump for insulin therapy.